Event description:
Us legal mdl. It was reported that a revision surgery was performed on the patients right hip due to pain and elevated chromium and cobalt levels from metal ions from a failed right hip resurfacing arthroplasty consistent with metal-on-metal wear. Among the surgical findings included some staining tissue, and that the femoral portion of the resurfacing was grossly loose with the underlying bone being necrotic in appearance, confirming his pre-operative diagnosis of failed right birmingham resurfacing secondary to aseptic loosening and increased metal ions. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr head and bhr cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product's information for use found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The clinical information provided, of the elevated metal ion levels and the pseudotumors sent to pathology may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It is unknown, if the falls, reported in the prior year, contributed to the femoral component collapse or the loosening. With the available information and the surgeon¿s report, it cannot be concluded that the reported clinical findings are associated with the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.